Event description:
It was reported by the rep the device was used during a thoracoscopy. It was reported the atw35 locked out and would not fire. After jaws were approximated they opened another reload and the same thing happened. A second atw35 was opened to complete the case. There was no consequence to the pt.